Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and an elevated blood glucose (bg) level of 660 mg/dl, with an unknown cause. The customer went to the emergency room and was subsequently hospitalized. The customer left the ER with a bg of 440 mg/dl, and in dka. Bg was treated with intravenous insulin. Reportedly, the customer was released from the hospital on (B)(6) 2020 with the issue resolved and no permanent damage.¿